Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day. The cause of the peritonitis was undetermined. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapy is ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient began hemodialysis on an unreported date (frequency and duration not reported). Updated information was reported by peritoneal dialysis (pd) nurse. Additional information reported by healthcare professional (pd nurse). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i17141 and h13j13016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.